Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.